Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 412 mg/dl, at the time of incidence. Customer was treated with manual injection. Customer then had blood glucose of 269 mg/dl, that went up to 370 mg/dl and at the time of call it was of 400 mf/dl. The customer reported that the drive support cap was normal. Customer reported that they had motor error. Customer also reported that they had no delivery alarm. Customer was able to rewind the insulin pump and was able to clear the alarm. The insulin pump will be returned for analysis.